Event description:
The customer reported that error code 00020 (defib supply voltage error) was displayed upon power up. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported that error code 00020 (defib supply voltage error) was displayed upon power up. There was no report of patient involvement or adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.